Manufacturer narrative:
Reported event: an event regarding disassociation between a lfit v40 cocr head and accolade stem involving a trident shell was reported. Conclusion: it was reported that the patient's right hip was revised due to disassociation and abnormal ion levels. The cocr head has been identified to be within scope of nc CAPA. The medical review indicated that the cup (shell) was felt to be well positioned and stable. The shell was not revised during surgery. Based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. A full investigation is completed on the femoral head and accolade stem within this pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
The customer reported that an implant failed in a patient who had been implanted with a trident accolade combination. Update: this patient presented to the emergency department with rip hip pain. His x-rays shows signs of gross trunnion failure and femoral head ¿ neck dissociation. He underwent revision right hip surgery on (B)(6) 2020 when the affected explant was retrieved. The patient's metal ion levels were: serum cobalt (co) level of 274 nmol/l (normal, <10 nmol/l), serum chromium (cr) level of 94 nmol/l (normal, <15 nmol/l).

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that an implant failed in a patient who had been implanted with a trident accolade combination.